Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his son's infusion sets have had bent cannulas today, and that the patient's blood glucose reached 500 mg/dl. The patient also had issues with the infusion set adhesive sticking properly. Infusion set insertion and usage protocol was reviewed with the father. The patient had already changed his infusion set and resumed insulin pump therapy. No products were returned for analysis and three replacement infusion sets were shipped to the customer.